Manufacturer narrative:
The investigation has been completed. The controller was returned for investigation. Console logs from the reported day of event are consistent with complaint and show that upon each boot-up the console reports ¿bad lamp¿ condition, as evidenced by low light parameter in ¿5s¿ measurement results. Attempts to self-reboot optical bench or manual attempts to power-cycle the console did not resolve the issue. After console was received in danvers, during inspection a severe contamination of optical pump connector fiber was observed. As the contamination was being removed (more than one cleaning was needed), the value of light parameter would increase, and controller error alarm would no longer reproduce. This is consistent with contamination on the optical fiber facet decreasing amount of light being reflected back into optical bench and measured by voltage produced by ccd detector. After cleaning the connector, despite minor scratches and remaining debris, the ¿5s¿ parameters were within specification.

Event description:
It was reported that a hospital received a loaner automated impella controller and upon turning it on it alerted with a "controller error" alarm. There was no patient involvement.